Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16538, 1627487-2021-16539, 1627487-2021-16540. It was reported the patient had a change in stimulation. Fluoroscopy showed one lead had fractured and one lead had migrated. Programming was able to provide dermatomal coverage into the pain area. Plan is to wait on the success of the programming measure. Note: it is unknown which lead fractured or which lead migrated therefore all four leads are being reported on.

Event description:
Additional information received indicates the fractured and migrated leads were explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.